Event description:
Pt underwent index procedure due to a positive stress test. One endeavor sprint rx drug-eluting stent was deployed to the proximal rca. Two endeavor sprint rx drug-eluting stents were deployed to the first obtuse marginal branch. During the index procedure, the investigator had tried to stent only the segment of the diseased obtuse marginal, but ended up with a distal stent edge dissection, an endeavor sprint rx drug-eluting stent was placed just downstream of the study stent in the obtuse marginal. The dissection was resolved. Post-stent deployment residual stenosis was 0% with timi 3 flow. Pt was discharged the day following the index procedure. In the opinion of the investigator, the dissection was not related to the study drug, definitely related to the study device, and definitely related to the study procedure.

Manufacturer narrative:
(B)(4). Eval: results: (dissection).